Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device continuously rebooted itself and would not complete an analysis. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement device. Stryker evaluated the customer¿s returned device and verified the reported issue. Stryker disassembled the device and determined that the cause of the reported issue was due to the white energy capacitor wire. The wire connection was disconnected from j18 spade connection. The device was archived by stryker.